Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va23tbu implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 06-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient confirmed the device is not bothering them and no device related symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va23tbu, implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that on (B)(6) 2021, the patient fell in a berry bush and broke the lead. They noted that on (B)(6) 2021, their doctor wanted to take it out and replace it with an axonics implant. On (B)(6) 2021, the patient said no, they just wanted it taken out, but the doctor said no. The patient noted that when they die they would need it to be removed by the undertaker. The issue was not yet resolved. In regard to an inquiry as to whether there was harm or symptoms related to the lead being left in side their body, they marked 'yes', but wrote "I don't know about that, nothing was said". It was unknown whether surgery would be done to remove the component in the future.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when they found out about the broken lead wire, they had difficulty with sciatica. Patient said they never told the hcp about their broken lead wire and said when they saw this hcp, the hcp told them they turned the stimulator off. Patient said they think the stimulator is off but they were wondering if the stimulator would still be sending impulses if turned off and wondered if that was causing sciatic pain because they haven't had that pain until recently. Patient said originally, they experience the sciatic back pain in their right buttock under the incision after having implant for 2.5 months. Then they were feeling better but 5 months after implant, the pain returned and the hcp prescribed gabapentin for patient. Patient doesn't know what caused the sciatica pain but said they've had many falls because of it recently (date unk) and said it "jerks you" and they are unable to walk. Patient said they are also having issues with spasms. Patient also mentioned they don't think the ins worked as well because of their age.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va23tbu, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient broke their lead after falling and the therapy has not been working for some time. The fall was in approximately july. The patient has bowel incontinence which is not liquid, so they feel they can manage it. The patient saw a new doctor who said it was not necessary to remove the interstim and wanted to implant a new axonics device. The patient said that due to their age and high risk of falling they do not want any other devices implanted. The patient requested their information be wiped off the handset before disposal. Patient services requested handset wipe via phone call to mobility.